Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After completing all of the cuts in a mako tka, dr. (B)(6) stated that he partially cut a bit of the anterior mcl. He believes that the cut happened with the side of the saw blade not the tip of it. It did not negatively impact the outcome of the case, as the medial side was a little tight compared to the lateral side (approx 17mm medially vs 22mm laterally). Case type: tka.

Manufacturer narrative:
An event regarding revision from partial knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 588 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation failure affecting bone registration. There were other similar reported events for the listed catalog number (pr1871551, 1805198, and 1810094). Conclusion: session data from the case was reviewed. Areas of investigation included CT landmarks, implant planning, array shifts, cutting tool location review, and bone registration. The data at this time shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected.

Event description:
After completing all of the cuts in a mako tka, dr. (B)(6) stated that he partially cut a bit of the anterior mcl. He believes that the cut happened with the side of the sawblade not the tip of it. It did not negatively impact the outcome of the case, as the medial side was a little tight compared to the lateral side (approx 17mm medially vs 22mm laterally). Case type: tka.